Event description:
It was reported to boston scientific corporation that a contour stent was opened for use for a procedure performed on an unknown date. According to the complainant, during unpacking, it was noticed that the stent was broken inside the packaging. The procedure was completed with another contour stent. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to obtain further information have been unsuccessful to date, should any relevant information become available, a supplemental report will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). A contour stent was returned for analysis. A visual evaluation of the returned device found that the device was damaged at the proximal end. The bladder pigtail was found detached. Based on the product analysis, the failure encountered (stent detached), may be related to suture string manipulation during its removal. The failure of stent detached found is consistent with damage that is normally caused when the suture is being pulled incorrectly or with excess of force. Therefore, operational context is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour stent was opened for use for a procedure performed on an unknown date. According to the complainant, during unpacking, it was noticed that the stent was broken inside the packaging. The procedure was completed with another contour stent. There were no serious injury or adverse patient effects reported as a result of this event. Attempts to obtain further information have been unsuccessful to date, should any relevant information become available, a supplemental report will be filed.